Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the cause of the motor stall was unknown, and it was stated that the pump must be replaced.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a manufacturer representative. It was confirmed that the pump was replaced on 2017 (B)(6).

Manufacturer narrative:
The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: fentanyl with concentration 20,000.0 mcg/ml at a dose rate of 1,262 mcg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 1.893 mg/day, and baclofen with concentration 150.0 mcg/ml at a dose of 9.47 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving fentanyl, bupivacaine, and an unknown medication (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's personal therapy manager (ptm) displayed error code 8476 on (B)(6) 2017, indicative of a motor stall. It was noted that the patient had not had any testing and was not exposed to electromagnetic interference (emi) or magnetic fields. The patient was to follow-up with a healthcare provider. No symptoms were reported, and it was noted that it took the patient 3 months to get into the healthcare provider (hcp). It was stated that the hcp left thursday evenings and didn't come back in until monday, so the patient would have to follow-up on monday. Additional information received from a manufacturer representative confirmed that they would contact a hcp soon to explain the meaning of the code. No further complications were reported or anticipated.